Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pah570, and no non-conformances were identified. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was reported: "first pass with the needle, the needle would come off of the suture. Happened multiple times" please specify how many needles would come off the suture for this particular procedure? Unknown amount. What was the name and date of the procedure? Unknown. Event date? Was the needle removed from the patient during the same procedure? Unknown. Was there any patient consequence or injury? No. What is the condition of the patient? No consequence. Device return status/follow up? Returning unused stratafix left in the box. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts were made to obtain the information. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. During the procedure, when the surgeon made the first pass with the needle, the needle came off of the suture. There were no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/19/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: no product is being returned. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 2360 g/m.